Event description:
The pt was seen at the center for treatment of an infection (msra) of the skin flap. Pe tubes were reportedly placed in 2006, to treat middle ear infection. The pt is scheduled for a mastoidectomy, at which time explanting the pt's device will be considered.